Event description:
New information noted the patient initially presented remotely via merlin.net. Review of the transmission saw the right ventricular (rv) lead was oversensing the noise.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular lead that was exhibiting noise. No changes or intervention was reported. There were no patient consequences.

Event description:
New information received notes the right ventricular (rv) lead presented with oversensing noise and inappropriate anti-tachycardia pacing (atp). The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.